Event description:
Consumer claims to have received burns from the heating pad. The pad overheated and burned her and sheets. Consumer was using the product in bed which is contrary to proper use instruction.